Manufacturer narrative:
The reported event was unable to be confirmed; no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h1, h2, h10 the reported complaint was confirmed. It is a design requirement that the two components are thoroughly connected at the taper connection; therefore, the devices are not meant to be easily removed. The devices operated as intended and there were no device problems found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: oss 9cm diaphyseal segment catalog 150467 lot 215880; cps/oss 5cm tpr adapt w/oss sc catalog 178711 lot 088580; cps shrt 800# large spindle ha catalog 178580 lot 946780; cps transverse pin 6pk 40mm catalog 178529 lot 702750; cps short anchor plug 16mm catalog 178558 lot 218320; cps centering sleeve 19mm catalog 178541 lot 832050; cps nut co-cr-mo alloy catalog 178512 lot 814620; cps taper locking cap / oss sc catalog 178710 lot 345760; oss tibial poly bearing 14mm catalog 150411 lot 151860; oss poly tibial bushing catalog 150476 lot 133300; oss poly femoral bushings 2pk catalog 150477 lot 356350; oss poly lock pin catalog 150478 lot 633670; oss axle catalog 150480 lot 124190; oss reinforced yoke catalog 150493 lot 687990; oss mod tib baseplate 79mm catalog 150424 lot 100660; oss segmental stacking adapter catalog 150483 lot 426580; series a pat std 34 3 peg catalog 184766 lot 547480. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02336.

Event description:
It was reported that during the removal of an limb salvage system, the diaphyseal and femoral components cold welded together. No additional patient injury was reported.